Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions of bowel and omentum to the failed mesh, inflammation, and reactive change to the failed mesh. Post-operative patient treatment included revision surgery and mesh removal.